Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed alert 55 during an attempted insulin change after low insulin and supply-expired notifications, and the user could not dismiss alert 55 or proceed with change cartridge and tubing, consistent with a mechanical problem associated with the device and interpreted as a cross-check crystals, lse xtal malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.